Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient requested explant of their evoke spinal cord stimulation (scs) system. The patient had declined reprogramming and had chosen to focus on their unrelated new neck pain. The patient additionally reported they received adequate pain relief from the evoke scs system¿s therapy. The evoke scs system was confirmed to be functioning as intended prior to the explant.